Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is scheduled for a replacement on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Aware date on initial regulatory report should be (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient. Analysis of the implantable neurostimulator (ins) (B)(4) found the ins battery had reduced capacity due to overdischarge. The conclusion code no longer applies. The results code no longer applies. The conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient's device is not charging. The patient stated she is not able to turn her implant on and she is scared. The patient reports the implant was working (B)(6) and (B)(6) the implant was not working. The last time the patient had stimulation was on (B)(6) 2019 and the last time the patient had a successful charge was (B)(6) 2019. The patient was asked to sync with their patient programmer (pp) and their pp is not powering on and the patient said she doesn't have new batteries to put in her pp. The patient was also seeing the reposition antenna screen. No further complications were reported. No patient symptoms were reported. Additional information was reported that the cause of the patient's pp not turning on and not being able to charge their ins is unknown. Interrogation of the patient's ins was unable to be done. The issue was resolved by replacing the patient's ins to a newer model to mitigate the recharging issues. No further information was reported.